Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09678. It was reported the pt had not used system in several years. Upon attempting to use system, the pt could not communicate between the ipg and the external devices and was subsequently without stimulation therapy. Further follow-up revealed the pt passed away. The exact date and the cause of the death is unk at this time. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.